Manufacturer narrative:
A direct correlation between the device and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. "Introduction," lists thromboembolism as an adverse event which may be associated with the use of heartmate 3 lvas. ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had visual changes most consistent with amaurosis fugax. The patient described episodes of "black wall coming up from the bottom of the eye" where the patient could see no light for several blinks until vision cleared. The patient was started on aspirin. The cause of the patient's vision loss was not able to be identified. The patient was discharged home and their condition resolved.